Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2102010) on 15-feb-2021. The most recent information was received on 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('urticaria for nickel allergy') in a 46-year-old female patient who had essure (batch no. B44004) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced allergy to metals (seriousness criterion medically significant) and urticaria ("urticaria for nickel allergy"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraine"), myalgia ("muscle pain"), blindness ("eyesight loss"), deafness ("hearing loss") and amnesia ("memory loss"). At the time of the report, the allergy to metals, urticaria, migraine, myalgia, blindness and deafness outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, blindness, deafness, migraine, myalgia and urticaria with essure. Lot number: b44004 manufacturing date: 2013/06 expiration date: 2016/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('urticaria for nickel allergy') in a (B)(6) year old female patient who had essure (batch no. B44004) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced allergy to metals (seriousness criterion medically significant) and urticaria ("urticaria for nickel allergy"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraine"), myalgia ("muscle pain"), blindness ("eyesight loss"), deafness ("hearing loss") and amnesia ("memory loss"). At the time of the report, the allergy to metals, urticaria, migraine, myalgia, blindness and deafness outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, blindness, deafness, migraine, myalgia and urticaria with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.